Event description:
A customer from (B)(6) alleged multiple discrepant results, while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. In total, 3 false positives were discovered for 3 patient samples. Accordingly, 3 mdrs will be filed per FDA guidance. Upon initial testing on liat sn (B)(4) all three samples generated a positive result for influenza b, however, repeat testing of the same samples on a different liat instrument yielded negative results for all targets. The positive results were not released and no harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
(B)(6). During a review of the analyzer dataset, it was observed that the analyzer was working as expected until run number 134, when a tube leakage happened. In the following runs, the tube chamber and the optical path got contaminated, leading to abnormal photonic signals. The three alleged discrepant results were confirmed to be caused by this issue. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).